Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and large ketones considered life threatening; cause was unknown. Bg was addressed via a correction bolus. Reportedly, the customer consulted with healthcare provider regarding alternate insulin therapy. No issues were observed with supplies, however infusion set and cartridge replacements were sent to the customer.